Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for high blood glucose levels over 400 mg/dl. Customer went to the emergency room and was allowed to continue using the insulin pump. Customer was wearing the pump at the time of the visit. Customer was released from the emergency room and continued to stay on the insulin pump. Customer was also hospitalized for a low blood glucose level of 57 mg/dl on (B)(6) 2014. Paramedics arrived at her home and customer went to the emergency room for 5 hours. Customer was wearing the pump at the time of the 911 call. Customer stated that she went lower than 56 mg/dl. Customer continued using the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.